Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h10. The following sections were corrected: h6 impact code. Visual examination of the provided pictures identified what appears to be the patient's bone from the initial surgery. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with superolateral dislocation of the femoral component including the polyethylene. Of note, the femoral offset is asymmetrically decreased on the right which can predispose to instability a definitive root cause cannot be determined for the dislocation between the bearing and dm liner. No problem was found with the femoral head, as it remained assembled to the bearing based on the provided information. If the hip was able to be reduced correctly with closed reduction, the head is still assembled to the bearing. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 110030998, lot# 67151395 bearing 28 mm i.d. 40 mm o.d. Size d. G2: foreign - event occurred in ecuador. H6: suggested component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately six weeks post-implantation, the patient underwent a closed reduction due hip dislocation. The patient suffered two previous dislocations and the latest occurred when they were lying in bed and turned onto their hip. The hip was reduced under general anesthesia without difficulty. Following the procedure, when performing tractions, there was some subluxation, so the hip was immobilized to not flex the hip. The following day, it was re-evaluated and the thigh was lifted without problem or pain. Attempts have been made and no further information has been provided.